Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # 01607761 returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4). Note: after several attempts manufacturer contacted customer on 12/10/2018 in a follow-up call to ensure that the replacement products resolved the initial concern; customer requested for us to call them back another time.

Event description:
Consumer reported complaint for low blood glucose test results. Caretaker is calling on behalf of the customer. The customer is concerned with tests results of 22, 22, 24 and 24 mg/dl. Customer using incorrect test strips with meter; customer was informed truemetrix test strips are not designed for the trueresult meter and that trueresult system has been discontinued. The test strip lot manufacturer's expiration date is (B)(6)2019 and open vial date is (B)(6) 2018. The customer's expected fasting blood glucose test result range is 80 - 104 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The meter memory was reviewed for previous test result history (customer states he only conducted four blood glucose tests): result 1 :22mg/dl date:(B)(6) 2018 time:05:25pm fasting, result 2 :22mg/dl date:(B)(6) 2018 time:05:12pm fasting, result 3 :24mg/dl date:(B)(6) 2018 time:06:48pm fasting, result 4 :24mg/dl date:(B)(6) 2018 time:06:48pm fasting. Caretaker states that the meter is reading low blood results and only concerned with this. Customer states their normal fasting range is 80mg/dl-104mg/dl fasting. Customer was informed true metrix test strips are not design for the true result meter. Informed customer that trueresult/true2go (pqq) systems have been discontinued. Informed customer to immediately stop the use of any trueresult/true2go (pqq) products and upgraded customer's discontinued products to true metrix self-monitoring system: -meter/strips/control solution. Customer states he only conducted four blood glucose test previously. Customer denies the need for medical attention at the time of call and denies signs and symptoms of hypoglycemia or hyperglycemia.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-69 -using incorrect test strip platform. Test strip UDI# (B)(4). After several attempts manufacturer contacted customer on (B)(6) 2018 in a follow-up call to ensure that the replacement products resolved the initial concern; customer requested for us to call them back another time.

Event description:
Consumer reported complaint for low blood glucose test results. Caretaker is calling on behalf of the customer. The customer is concerned with tests results of 22, 22, 24 and 24 mg/dl. Customer using incorrect test strips with meter; customer was informed truemetrix test strips are not designed for the trueresult meter and that trueresult system has been discontinued. The test strip lot manufacturer's expiration date is 07/13/2019 and open vial date is (B)(6) 2018. The customer's expected fasting blood glucose test result range is 80 - 104 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The meter memory was reviewed for previous test result history (customer states he only conducted four blood glucose tests): result 1 :22mg/dl date: (B)(6) 2018 time:05:25pm fasting; result 2 :22mg/dl date: (B)(6) 2018 time:05:12pm fasting; result 3 :24mg/dl date: (B)(6) 2018 time:06:48pm fasting; result 4 :24mg/dl date: (B)(6) 2018 time:06:48pm fasting. Caretaker states that the meter is reading low blood results and only concerned with this. Customer states their normal fasting range is 80mg/dl-104mg/dl fasting. Customer was informed true metrix test strips are not design for the true result meter. Informed customer that trueresult/true2go (pqq) systems have been discontinued. Informed customer to immediately stop the use of any trueresult/true2go (pqq) products and upgraded customer's discontinued products to true metrix self-monitoring system: -meter/strips/control solution. Customer states he only conducted four blood glucose test previously. Customer denies the need for medical attention at the time of call and denies signs and symptoms of hypoglycemia or hyperglycemia.